Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for severed tubing with the incident lot was observed. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion: confirmed complaint. (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that a crimp in between the needle and holder, caused the tubing of the bd vacutainer® ultratouch¿ push button blood collection set to break apart during a phlebotomy procedure. No serious injury or medical intervention reported.